Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. The electrode belt sn (B)(4) has not yet been recovered from the field for evaluation. The device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the event. Manufacture dates: monitor: 3/29/2018; electrode belt: 3/22/2018.

Event description:
A us distributor reported that a patient passed away while wearing the lifevest on the afternoon of (B)(6) 2019. It was reported that the patient was in the emergency room at the time of the patient's passing. Per clinical review of the download data, the lifevest detected an arrhythmia at 14:31:47. The patient's rhythm was a sinus rhythm at 70 bpm degrading to ventricular tachycardia (vt) at 150 bpm with motion artifact slowing to vt at 110 bpm. The patient's rhythm further slowed to vt at 100 bpm with CPR/motion artifact. The patient's rhythm then transitions to sinus tachycardia at 100 bpm with CPR/motion artifact. The rhythm then degrades to ventricular fibrillation (vf) with CPR artifact. The vf is visible for 6 seconds and is then obscured by CPR/motion artifact. The patient then received a non-lifevest defibrillation while in vf with CPR/motion artifact. The vf was visible for 11 seconds before receiving the treatment. The post shock rhythm was asystole with CPR/motion artifact transitioning to sinus tachycardia at 120 bpm. The rhythm then degrades again to vt at 130 bpm with CPR/motion artifact. The patient received a second non-lifevest defibrillation while in vf with CPR/motion artifact. The vf was visible for 14 seconds before receiving the treatment. The post shock rhythm was asystole with CPR artifact and possible underlying rhythm. The patient's rhythm remains in asystole with CPR artifact from approx. 14:32:24 to 14:50:25. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. The device properly detected vt/vf, however, the patient's heart rate was at or below the prescribed treatment threshold of 150 bpm and CPR artifact prevented the patient from being treated. The patient was not in vt or vf long enough for the lifevest to deliver a treatment. The lifevest's response time for vf is 25 seconds and vt is 60 seconds to allow the patient time to respond to the alarms. There is no evidence that the treatment caused or contributed to the death as the patient was already in a non-life sustaining rhythm.